Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. The caller was advised to call back if the issue reappears and acknowledged this instruction.